Manufacturer narrative:
The complaint of separation can be confirmed on the returned one (1) used. List #460990471, monitoring kit w/safeset¿ ii, 03 ml flush device & marvelous valve; lot #unknown. During visual inspection, the 41" pressure tubing was found separated from the winged female luer. The separated tubing and bonding pocket was not fully cured. The probable cause of the separation is due to the ultraviolet (uv) adhesive not being fully cured during the assembly process.

Event description:
It was reported on medsun medwatch mandatory report (B)(4). The arterial line tubing changed. Primed and connected to the patient without issue and got a good bp tracing on the monitor. The registered nurse (rn) walked out of the room and the antiretroviral therapy (art) disconnect alarm went off. Rn went back into the room and blood was coming out of the a-line tubing. The a-line setup had become disconnected at an adhered section that is not meant to disconnect. Tubing was replaced with minimal blood loss. There was no harm to the patient reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.